Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with five gore® excluder® aaa endoprosthesis. On (B)(6) 2010, the patient underwent a reintervention. Two contralateral leg components were implanted to address a type iii endoleak on the patient's right side. It was reported that a CT taken on (B)(6) 2014, identified an indeterminate endoleak with aneurysm enlargement from 6cm to 6.6cm. The enlargement was monitored over a six month period. On (B)(6) 2014, there was a reintervention and the physician coiled a lumbar artery. The endoleak was resolved. Angiography showed a type ii endoleak, with retrograde flow from a lumbar artery. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications - carvedilol, diltiazem, losartan. The review of the manufacturing paperwork verified that this lot has met all pre release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.